Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on bus. A field service engineer unseated and reconnected the battery power using the wire connection and the key switch to restore battery power. After reseating the battery connection, the refrigerator was detected on the bus, then administered the final hardware test application (hta) test, which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on the bus, resulted on the nurse needed to access medications from another floor. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.